Event description:
It was reported that the asymptomatic patient presented with several auto-mode switch episodes due to far r-wave oversensing. The device was reprogrammed and the patient would continue to be monitored.